Event description:
Co has recently received a report where the foot switch was caught between the x-ray tube on the c-arm support and the floor. This caused unintended activation of the button for table upward movement. As a result, the catheterization table moved upward, and a pt made contact with the contact safety switch mounted on the i.I. The pt was not injured.